Event description:
Received information stating that due to a ventilator malfunction patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The cse inspected the device and replaced the graphic user interface (gui) pcb. The unit passed extended self-testing.